Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no serious patient harm or injury that occurred or was reported. Onsite service performed for replacement of the proportional valve and solenoid valve to address the issue.